Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report, by a physician from india, of chronic constipation and peritonitis in a patient coincident with dianeal 2.5% therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. On an unreported date, the patient experienced chronic constipation which caused peritonitis. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. On an unreported date, the patient was treated with vancomycin, fortum and amikacin. It was unknown if the patient recovered from the peritonitis. Per the physician, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of chronic constipation.

Manufacturer narrative:
(B)(4). On (B)(4) 2013, further information was received related to this event. It was reported that the patient recovered from the events of chronic constipation and peritonitis. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. The problem was not confirmed and no assignable cause was determined, as no device malfunction or use error was identified during the report.